Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker system exhibited multiple noise and oversensing events on the right atrial (ra) and the right ventricular (rv) leads. The ra and rv pace impedance measurements as observed on the impedance trends were noted to be normal. There was an indication of a possible issue with the insulation of both the leads. Subsequently, the pacemaker device was explanted, and the ra and rv leads were surgically abandoned and all three (3) products were replaced. There were no problems observed in the measurement values of the new products. There were no additional adverse patient effects.